Event description:
(B)(6) complaint received from social media partner. Below is the patient's complaint description: "I had lap band surgery but want successful the doctor puncture my stomach and I almost died. I want to have surgery again but am afraid. This was in 2008."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. No response from the patient. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.